Event description:
A patient who was implanted with the charite artifical disc continued to have back pain after surgery. Surgeon has made no connection between the continued pain and any shortcoming of the charite disc.